Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the clips of the device were criss-crossed. It was unknown how the procedure was completed. There were no patient consequences reported.